Event description:
It was reported that a dexcom g7 sensor paired to the g7 mobile app failed to pair to the ilet despite the ilet showing bluetooth availability, resulting in intermittent communication failure associated with the antenna/electrical-magnetic communication pathway; the user reselected g7, reentered the pairing code, and the sensor ultimately paired, with glucose reported stable. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found despite the reported intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that no problem was detected and user-guided troubleshooting and routine reconnection steps resolved the pairing failure without clinical harm.